Event description:
It was reported that low r-waves and high thresholds were observed. Chest x-ray revealed a slight movement of the lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.